Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted performance testing, and confirmed that material becomes pinched at the tips when trying to cut. Visual inspection revealed the blades to be undamaged. Engineering also discovered a section towards the distal end of the instrument main tube where material had been removed all around the outer diameter. It was determined that this failure mode is consistent with the use of a potentially defective cannula accessory, which may remove material from the instrument during use. The site has been requested to return their cannulae for evaluation. If the cannulae are found to be defective, additional mdrs will be submitted.

Event description:
It was reported that the monopolar curved scissors instrument would not grasp. No additional information was provided. No pt harm, adverse outcome or injury was reported.